Manufacturer narrative:
(B)(4): visual evaluation of the returned device found the handle wire broken distal to the orange thumb ring, which was returned with the device. The brush was extended and bent, and the working length was kinked in several locations. The handle wire was actuated using pliers and the brush extended and retracted. The condition of the returned device was consistent with the complaint that the handle broke; the complaint was confirmed. Manipulation of the device during the procedure likely produced the bent brush and the kinks found in the working length, which would hinder subsequent attempts to actuate the device. Continued efforts to actuate the handle when the working length is kinked can cause the handle wire to break. Therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biliary cytology procedure performed on (B)(6), 2012. According to the complainant, the thumb ring broke off during brushing of the bile duct; however, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed reportable based on the investigation results: brush bent.